Event description:
It was reported by the sales rep, that the customer noticed that the jaws were misaligned prior to use. The customer used another like device to complete the portionof the surgery. During the same case, the customer then used an ec60 and the device only produced one side of the staple line. The customer used another ec60 to complete the case with no patient consequence. The er320 is being returned for analysis and the top of the packaging for the ec 60 is being returnded.

Manufacturer narrative:
H3: the analysis results confirmed the er320 instrument to be non-functional. The instrument was received with the right jaw bent, causing the clips to be improperly fed.